Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using system, and on startup unit displayed error c-34. The complaint was confirmed based on the field evaluation and failure analysis. A review of the site¿s system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: c-34 indicating hf voltage too low in on state. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Design history record (DHR) review for the system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, vio dv integrated electro surgical unit (iesu) monopolar energy output did not function with error c-00. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site power cycled vio dv iesu and used another vision side cart (vsc), but the issue was not resolved. Tse confirmed error c-34 in the logs. Tse had site replace the vsc in integrate mode to have the iesu function. The procedure was converted to another da vinci system. There was no patient injury.